Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a high blood glucose (bg) of 400 mg/dl after announcing breakfast but not eating. The agent suggested a complete supply change, and it was completed. The agent also advised against using meal announcements to correct bg. The nurse later confirmed bg levels were stabilizing, and the clinical diabetes specialist (cds) provided additional training. The highest blood glucose (bg) recorded was 400 mg/dl. The user's bg was corrected with insulin pump from the ilet. No symptoms or medical intervention were reported during the event and at the time of call.